Event description:
It was reported that pain or discomfort occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported arm pain that led to hospitalization. The patient stated that the symptoms began after inserting the sensor and included pain redness, swelling, nausea, and chest pain. No medication or treatment was taken prior to going to the ed (emergency department). At the ed, the patient underwent an x-ray, which revealed a possible tumor near the bone, and the sensor aggravated the area. The patient was prescribed an oral medication for pain, swelling, and discomfort; however, the name and dosage are unknown. There was no documentation of further medical intervention. No photo or other details were provided. At the time of the report, there was no change in the patient¿s condition. No product was provided for investigation. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). H6: medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected.